Manufacturer narrative:
(B)(4). Batch # p9343h. Device evaluation: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic hysterectomy, toward the end of the procedure, the surgeon noted the white tissue pad was no longer on the device. The scrub tech believes the tissue pad came off when the device was cleaned. A second like device was used to complete the procedure. There were no patient consequences reported.